Manufacturer narrative:
(B)(4).

Event description:
It was reported that fracture was observed on the rv lead. The lead was capped and replaced on (B)(6) 2017. No further information is available at this time.

Manufacturer narrative:
A partial lead with the distal tip measuring 64.0 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.